Manufacturer narrative:
Method: device not returned. The annuloplasty ring is not available for return and evaluation because the it remains implanted. No serial number has been made available; therefore, the device history record (DHR) review cannot be done. No hospital medical records have been made available. However, the patient status is reported as "good." Patient history remains unknown. It was noted this patient had tricuspid regurgitation as the reason for the intervention. This device had been implanted for approximately thirty-three (33) years without issue. The tricuspid valve regurgitation was detected under echo; however, the echo has not been made available. It was noted the fracture had not been detected prior to x-rays as part of the workup for the tavi and could not be seen ¿by the naked eye.¿ it is unknown when the ring fracture occurred and without additional information, we are unable to determine root cause for this event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No further investigative actions are required.

Event description:
Edwards learned that a 30mm annuloplasty ring was fractured during a tavr procedure. The approximate implant duration of this device was thirty-three (33) years. Both the annuloplasty ring and transcatheter valve remain implanted. Through follow up with the implanting surgeon, the following details were reported: the ring was implanted in 1982 at [another] hospital. Very little details are available from that date re details of the ring except from incomplete rigid ring 30mm. We could not trace specific model number of this [device] was not available in operation notes that was obtained from [another] hospital. Primary reason for intervention was for tricuspid regurgitation. Prosthetic mitral valve was assessed in detail (both by invasive and non-invasive imaging) and continues to function very well. The fracture was detected on x ray; during routine angiography prior to valve intervention. This was not initially identified and later picked up in retrospect during tavi planning from angiography performed on (B)(6) 2015. This is likely a hairline fracture as this cannot be visualized on any other imaging modality (high resolution CT with 0.6 micro m slice) or echo. It is almost impossible to know when the fracture would have occurred or what caused it. [Video image of the ring was provided].